Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 was failed.the customer reported that there was a delay in the dispensing of medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) noted delays in the patient care workflow. The fse replaced the inseparable for the auxiliary drawer 5 (full height). After the replacement, the drawer functioned properly, providing access to both the drawer and the cubies. The unit was tested in hardware test application and passed successfully, with pictures taken to document the results. The system functioned as intended after the field service engineer repaired the device.